Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt. Visual examination of the device header and case noted no anomalies. Review of device memory confirmed the device had recorded a message indicating that remote monitoring had been disabled. Critical therapy remained available. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) indicated that device data was required to assess the cause. This device was subsequently explanted and returned. Other then the surgical procedure, no additional adverse patient effects were reported. Additional information was received that the clinician was aware of the intended behaviors and decided to replace this pacemaker. This device has been returned. Other then the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) indicated that device data was required to assess the cause. This device was subsequently explanted and returned. Other than the surgical procedure, no additional adverse patient effects were reported.